Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a built-in precision meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom of sweat and was unable to self-treat. A non-healthcare professional (non-hcp) provided fruit juice and cookies for treatment, and the customer had contact with a healthcare professional (hcp) who "decided to stop insulin" (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.